Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the impedance and r-waves had decreased since 2008. Capture thresholds had increased. Ventricular oversensing was seen in clinic. The lead was capped and replaced.